Manufacturer narrative:
The insulin pump had a missing retainer ring, missing reservoir tube o-ring, minor scratched display window, scratched case, keypad overlay texture damage, pillowing keypad overlay and cracked keypad overlay at the select button. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the reservoir compartment has broken off. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.